Event description:
Pt was in ER last night for over 103 inappropriate shocks for what the rep stated appears to be noise on the rv lead. Magnet application did not suspend therapy. Suspect magnet placement was not sufficient and must have moved off device. On (B)(4) 2013 - we were informed the rv lead appears to be fracturing. It is believed both the lead and the device are scheduled to be explanted soon. On (B)(4) 2013 - both devices were explanted (B)(6) 2013.